Manufacturer narrative:
(B)(4). We are currently following up with the hospital for further information. A follow-up report will be submitted upon the completion of investigation.

Event description:
A hospital in (B)(6) reported that a patient obtained a burn while using a rt265 infant dual-heated evaqua2 breathing circuit. It was reported that this occurred during a 20 minute procedure. The patient was treated by wound care and discharged.

Manufacturer narrative:
(B)(4). Method: the complaint rt265 infant dual-heated evaqua2 breathing circuit was returned to fisher & paykel healthcare (f&p) and was tested. The information and the photo provided by the customer were also reviewed for the investigation. Result: no fault was found on the returned device. Test results of the device is within the specification. Our view, based on the information provided by the customer, is that the skin burn sustained by the patient was due to a drape being placed over the breathing circuit, causing the breathing circuit to press against the patient's thigh. Conclusion: there was no malfunction or deficiency with the device. User error placing the circuit underneath the blanket caused the injury. The hospital confirmed it is their protocol to place a drape over the patient to ensure a sterile environment. User instruction of the rt265 infant dual-heated evaqua2 breathing circuit states: "avoid prolonged contact with patient's skin." "Do not cover the circuit with materials such as blankets, towels or bed linen."

Event description:
A hospital in (B)(6) reported that a patient obtained a burn while using a rt265 infant dual-heated evaqua2 breathing circuit. It was reported that this occurred during a 20 minute procedure. The patient was treated by wound care and discharged.